Manufacturer narrative:
One device was returned for repair with complaint "replace motherboard." Review of event log found error code 42224. There was no relevant service history to review. Visual evaluation for the downstream occlusion (dso) seal lifting and the lcd lens was severely scuffed. Unable to confirm issue with motherboard. Replaced lcd lens and dso seal. The device passed verification tests. The device functions as designed.

Event description:
It was reported that the customer returned the device stating replace motherboard; during device evaluation it was found that the downstream occlusion (dso) seal was lifting. There was no patient involvement.